Event description:
It was reported by service report that the unit may have allowed fluid to create a potential shock hazard by allowing fluid to contact the pcb and motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit will be replaced for the customer.